Manufacturer narrative:
Additional information was received that the patient received oral antibiotics after the explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-50 serial # (B)(4) description: artisan 2x8 paddle lead (with slotted electrodes), 50 cm.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The physician believes the infection was procedure related. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The physician believes the infection was procedure related. The patient was reportedly doing well following the procedure.